Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B09709,b30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included perineal pain and abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, lower abdominal pain and skin rash. Concomitant products included ibuprofen since (B)(6) 2014, mirtazapine (remeron) since (B)(6) 2013, mupirocin since (B)(6) 2016, norethisterone acetate (aygestin) since (B)(6) 2015, progesterone from (B)(6) 2015 to (B)(6) 2016 and trazodone from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("urinary problems"), anxiety ("anxiety/mental anguish/psych injury") and depression ("depression"). The patient was treated with surgery (ablation-(B)(6) 2015 and full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, chronic, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: impression: there is a moderate amount of stool in the right side of the colon. Chest x-ray - on (B)(6) 2015: no acute pulmonary process. Computerised tomogram pelvis - on (B)(6) 2015: impression: there is a moderate amount of stool in the right side of the colon. The exam is otherwise unremarkable with no acute abnormality. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: final pathologic diagnosis uterus, cervix, and bilateral fallopian tubes: - mild chronic cervicitis. - weakly proliferative endometrium. - unremarkable myometrium. - unremarkable left and right fallopian tubes. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs and medical record received: lot no. Was added. New events -patient did not undergo essure confirmation test, abnormal bleeding (vaginal), depression & anxiety/mental anguish were added. Reporter's information, patient demography, medical history, concomitant drugs, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B09709, b30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included perineal pain and abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, lower abdominal pain and skin rash. Concomitant products included ibuprofen since (B)(6) 2014, mirtazapine (remeron) since (B)(6) 2013, mupirocin since (B)(6) 2016, norethisterone acetate (aygestin) since (B)(6) 2015, progesterone from (B)(6) 2015 to (B)(6) 2016 and trazodone from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("urinary problems"), anxiety ("anxiety/mental anguish/psych injury") and depression ("depression"). The patient was treated with surgery (ablation-(B)(6) 2015 and full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, bladder disorder, urinary tract disorder and vaginal haemorrhage had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, chronic, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: impression: there is a moderate amount of stool in the right side of the colon. Chest x-ray - on (B)(6) 2015: no acute pulmonary process. Computerised tomogram pelvis - on (B)(6) 2015: impression: there is a moderate amount of stool in the right side of the colon. The exam is otherwise unremarkable with no acute abnormality. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: final pathologic diagnosis uterus, cervix, and bilateral fallopian tubes: - mild chronic cervicitis. - weakly proliferative endometrium. - unremarkable myometrium. - unremarkable left and right fallopian tubes. Lot number: b09709 manufacture date: 2013-03 expiration date: 2016-03. Lot number: b30425 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: abnormal bleeding outcome were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B09709, b30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included perineal pain and abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, lower abdominal pain and skin rash. Concomitant products included ibuprofen since (B)(6) 2014, mirtazapine (remeron) since (B)(6) 2013, mupirocin since (B)(6) 2016, norethisterone acetate (aygestin) since (B)(6) 2015, progesterone from (B)(6) 2015 to (B)(6) 2016 and trazodone from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("urinary problems"), anxiety ("anxiety/mental anguish/psych injury") and depression ("depression"). The patient was treated with surgery (ablation- (B)(6) 2015 and full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, chronic, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: impression: there is a moderate amount of stool in the right side of the colon. Chest x-ray - on (B)(6) 2015: no acute pulmonary process. Computerised tomogram pelvis - on (B)(6) 2015: impression: there is a moderate amount of stool in the right side of the colon. The exam is otherwise unremarkable with no acute abnormality. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: final pathologic diagnosis uterus, cervix, and bilateral fallopian tubes: - mild chronic cervicitis. - weakly proliferative endometrium. - unremarkable myometrium. - unremarkable left and right fallopian tubes. Lot number: b09709, manufacture date: 2013-03, expiration date: 2016-03. Lot number: b30425, manufacture date: 2013-05, expiration date: 2016-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and psychological trauma outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, chronic, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case becomes incident. Injury event was removed. New events added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder problems, urinary problems. Outcome of the events abdominal pain, chronic, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder problems, urinary problems were updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.